Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/26/2015 with the following findings: there were multiple no cartridge detected warnings observed in the black box; a load step malfunction was duplicated during investigation. During the load step, the piston pushed up until the cartridge was empty. The force calibration was out of specification and the force sensor pin was observed to be cracked when the pump was opened. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump primed the tubing with insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.